Event description:
It was reported prior to starting a da vinci si procedure that the tenaculum forceps instrument had wires loose at the tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken grip cable. The one grip cable is broken at the distal idlers. The idler pulley spins freely. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.